Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who had been receiving morphine with concentration 12 mg/ml at a dose per day of 3.595 mg/day and bupivacaine with concentration 6 mg/ml at a dose per day of 1.7477 mg/day, via an implantable pump for non-malignant pain. It was reported the patient¿s pump was empty and the patient was due for a refill. It was indicated the clinic had tried to call the patient to have come in for a refill, but the patient refused to come into the clinic. The patient¿s family then called the clinic stating they wanted the pump filled. Empty pump considerations were reviewed. Troubleshooting could not be performed at the time due to lack of access to product. The manufacturer representative was going to the clinic to meet the patient¿s family. It was unknown if the patient was experiencing any symptoms. The rep was unsure what the patient¿s symptoms were, but assumed the patient was going through withdrawal, and that is why the family wanted the pump filled. Regarding if this was a sudden or gradual change in therapy/symptoms, it was indicated as having been unknown. It was reported the patient had not come into the clinic for a refill within the past two months (relative to the date of the report, ((B)(6) 2018). However, they were not sure when the pump went empty. It was confirmed it had occurred at some point in 2018. It was noted that the new programmer tablet was never used to update the pump and the model 8840 clinician programmer was being used. Additional information was received later that day from the manufacturer representative, (B)(4) 2018. Interrogation revealed the empty reservoir alarm occurred on (B)(6) 2018 at 10:34 in the morning. It was also reported that during the interim the patient was admitted to the hospital in regard to "something going on with his iliac." It was unknown when the patient was admitted, though it was in (B)(6) 2018. The pump was refilled on (B)(6) 2018 with the same drugs and concentrations, but the dose was decreased by 60 %. The doctor planned to bring the patient back on (B)(6) 2018 to monitor for volume discrepancies. No patient symptom was reported. No further complications were reported or anticipated. The patient was currently receiving morphine with concentration 12 mg/ml at a dose rate of 1.398 mg/day and bupivacaine with concentration 6 mg/ml at a dose rate of 0.6991 mg/day.